Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. A good faith effort to obtain the information is in progress, but it was not available as of yet. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts are in progress to try and retrieve additional details regarding the patient status, but further information was unable to be obtained as of yet.

Event description:
It was reported a pericardial effusion (pe) occurred and the procedure was not completed. During a watchman left atrial appendage closure (laac) procedure, a versacross connect laac kit was selected for use. It was noted that while attempting for transseptal puncture, an effusion was noted on right side of heart. The patient was sent for surgery and was hospitalized beyond standard of care, expected to fully recover. The device is not expected to be returned for analysis (disposed).